Event description:
The customer reported that the system displayed an overload fault error. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage tank and inductor were replaced. Calibrations were performed. The system was tested and found to be working as intended and put back into service.